Manufacturer narrative:
H6: investigation summary. The customer provided photos with evidence that incorrect lids were provided in a shipment. The complaint has been verified. A device history review could not be completed as no batch number was provided. The supplier stated that without further information, the root cause of this issue remains unknown as the regular quality checks in place would be able to pull this failure before shipment.

Event description:
It was reported that 10 sharps coll 7.6l yel au came with the wrong lids that wouldn't fit over them. The following information was provided by the initial reporter: "containers with wrong lids included".

Manufacturer narrative:
OEM manufacturer: the manufacturing location for this product is (B)(4). This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that 10 sharps coll 7.6l yel au came with the wrong lids that wouldn't fit over them. The following information was provided by the initial reporter: "containers with wrong lids included".